Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During device evaluation, a chip in the adhesive around the objective lens and corrosion on the forceps control lever was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction identified during the device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.